Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above eri level. Analysis of field session record indicated normal functionality. Device had autocapture feature enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Further analysis indicated normal device characteristics. Device has reached eri level during analysis due to normal usage. Longevity assessment was performed based on average current and meets the projected longevity, indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was fine and had no symptoms.